Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17346. Related manufacturer reference number: 2017865-2021-17348. It was reported a patient presented in clinic with an infection on their implantable cardioverter defibrillator (ICD), right ventricular lead (rv), and atrial lead. The system was explanted on (B)(6) 2021. Post-procedure the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-17574. New information received notes another right ventricular lead was explanted in a prior procedure on (B)(6)2021 for cardiac perforation and falls within the reporting guidelines for infection.